Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed for the remaining products on this complaint due to missing lot numbers. A review of the complaint histories could not be performed for the remaining products on this complaint due to missing item and lot numbers. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: significant past medical history: arthrosis (djd), overweight, htn, recurrent bronchitis, diabetic, herniated disc, discolysis , left tha, high blood cobalt and chromium levels ; erosion of the cancellous bone, bone spongiosa edema to proximal femur diaphysis. The patient discharged with a diagnosis: ¿right hip prosthesis sites with pulmonary metallosis¿ a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Metasulâ® ldhâ®, head, 40, code f, taper 18/20 item# 0100181400 lot# 2414201. Unknown conus stem item# unknown lot# unknown. Zimmer mmc cup 48/40mm code f item# 01.00634.048 lot# 2517364. Unknown poly liner item# unknown lot# unknown. G2. Report source: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, approximately 14 years and 5 months post implantation, underwent a revisions surgery due to elevated metal ions and bone erosion. The head, neck, and poly were exchanged with no evidence of metallosis. Postop diagnosis was right hip prosthesis sites with pulmonary metallosis. No operative record provided. Due diligence is in process and no further information on the reported event has been provided.